Event description:
It was reported that when the patient was charging the implantable neurostimulator (ins) he was getting shocked. It was noted stimulation was turned off while charging and this was the first time it happened. The patient later reported he was experiencing a shocking sensation whenever he recharged his implant. The patient further reported that they did not have concerns with their device or therapy and ¿may use it again in their life,¿ they received assistance from their doctor or manufacturer¿s representative (rep) and their concerns were resolved, ¿yes, I think I knew more about the than they did.¿ the patient also stated they were still having concerns with their device or therapy but were working with their doctor or rep. No appointments were scheduled for the future and they had not sought further help even though they still had concerns with their device or therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).